Manufacturer narrative:
No device was returned as device is still in-situ. Radiograph provided confirmed complaint however poor quality of image. The patient's post-op physical activity is unknown. Patient's bone quality is unknown. The root cause is unknown at this time though review of the provided information suggests possible incomplete screw placement, implant damage, poor bone quality, or excessive physical activity. No additional can be completed at this time. Labeling review: "potential adverse events and complications: bending, fracture or loosening of implant component(s), loss of fixation." "Warnings, cautions and precautions: correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. These devices are not intended to be used as the sole support for the spine. While proper selection can minimize risks, the size and shape of patient anatomy may present limitations on the size of the chosen implants. Care should be taken to ensure that all components are ideally fixated prior to closure." "Patient education: the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Pre-operative warnings: care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications."

Event description:
On (B)(6) 2020 a spinal procedure was conducted. During a follow-up on (B)(6) 2021, a cam separation was discovered through radiograph. A revision surgery is planned for (B)(6) 2021 where a posterior cervical fusion will be performed at c3-t3.